Manufacturer narrative:
Xemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: when getting prepared to spike the IV bag, the clinician noticed a gray/brown stain on the spike of the transfer set. Set was not used.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number 400408071. One (1) used set was returned for evaluation. On the pouch that the product was returned in it was written that dextrose was used in line 5. Under visual inspection traces of crystalline residue were present on the spike, and a brownish residue could be detected. There was not enough residue to be able to perform a ftir analysis. The tubing for line 5 also contained nutritional residue and other residues were present in line 5, indicating that the spike had already been inserted in a source container which could have been the source of the residue. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.